Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: 5177426.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to high impedances on the leads. It was mentioned that the patient had multiple surgeries in the past and it was unknown if electrocautery was used. Also, it was stated that the patient had a fall. Reprogramming was successful, however, the physician decided to replace both leads. The explanted leads were discarded by the medical facility.